Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead fractured near the patient's clavicle, which caused exit block. A new single-coil rv lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.